Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA # listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
During preparation of the device, the physician was unable to remove the yellow protective sleeve. It was noted to feel tight. When more pressure was applied the catheter broke on the distal segment. There may have been initial contact on the clear end distal sheath, prior to applying pressure to the yellow protective sleeve. The physician had used one device prior to this case and had not experienced resistance in removing the sheath. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.